Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that the patient underwent anterior lumbar interbody fusion surgery on the lumbar region of his spine from l5-s1. He was implanted with r hbmp-2/acs. Post-op, the patient suffered progressively worsening low back pain with radiculopathy in his lower extremities. He continues to experience chronic low back pain with radiculopathy into his lower extremities and muscle loss in his left leg. He experiences difficulty sitting, standing and walking, and requires occasional use of a cane to assist in ambulation. He also suffers from erectile dysfunction. These serious injuries prevent the patient from practicing and enjoying the activities of daily life that he enjoyed pre-operatively, and he has otherwise suffered serious and permanent injuries.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2010: the patient was pre-operatively diagnosed with diskogenic low back pain and underwent the following procedures: anterior decompression, l5-s1. Anterior lumbar fusion l5-s1 with 16 x 26mm cages, large kit bmp and crushed cancellous allograft with two hydrosorb sheets. As per op-notes,¿ we began with a block discectomy. Over and above the simple block discectomy required for fusion, we had to decompress the spinal canal. We proceeded back and there was a large central annular defect and a large piece of disc material directly centrally, which was removed with a pituitary. This allowed decompression of the canal off of the dura itself. Once the dura appeared to be well decompressed, we turned our attention to sizing the space. We elected to use 16 x 26 mm cages. We set the reamer at 32, reamed and placed a bed of deep crushed cancellous allograft followed by two bmp sponges and then two cages countersunk 3 mm with one sponge per cage and one sponge lateral to each cage with additional crushed cancellous allograft in the cages. The wound was assessed. It was dry. Final pictures were obtained in both ap and lateral planes and appeared to be excellent.¿ the patient tolerated the procedure well without any intraoperative complications.